Event description:
It was reported the device was in use with patient for infusion of pain medication (drug name not provided). The reporter stated the full dose was not delivered. No adverse effects reported. Refer to file: 3012307300-2020-10930 (same event, related product).